Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and multiple back operations. The date of the event was (B)(6)2016 (the date of the event was approximate). It was reported that ¿about a week and a half ago" the pump was not being supported and it dropped to the bottom of her belly. On (B)(6) 2016 the pump was explanted. The patient experienced a "high temp and different things" and presented to the emergency room (ER). The patient experienced withdrawal and was given suboxone. It was unclear what date the pump was implanted. Follow up is being conducted for the pump implant date.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported the cause of the pump migration was because a dog jumped on the patient's abdomen while lying on a bed. A request was made by the hcp for returning explanted device received after surgery; pump and catheter was sent to a pathology department. The patient did not have withdrawal symptoms while the pump was in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.